Event description:
It was reported that the patient presented to the emergency room with symptoms and a heart rate in the 30s bpm. There was no sign of pacing. When a telemetry session was started, the device began pacing at the low rate of 60 bpm when the programming head was over the device. Lead impedance fluctuated on both leads with the ra lead going to greater than 3000 ohms. It is believed that the device was oversensing which ultimately led to the pacing inhibition. The device was explanted and the leads were noted to be operating normally. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: additional testing was performed and revealed that the device was unable to sustain a pacing output without a programmer head placed over it. Testing also revealed that the device recorded accurate impedance measurements when a magnet was present, and high impedance measurements when the magnet was removed. These conditions were determined to be due to low voltage which was traced to a leakage path on an integrated circuit.